Event description:
On (B)(6) 2016, a chronic dialysis patient underwent a surgical procedure for removal of peritoneal dialysis catheter. The patient's nephrologist felt the patient developed peritonitis and requested removal of the pd catheter. The surgery was done under IV sedation as recommended by the hospital's anesthesiologist related to his blood pressure's marginal at the time of the procedure. The surgeon documented that the teflon cuff of the pd catheter was dissected away from his facial insertion site and the catheter was then cut proximal and removed. The patient was reported to have tolerated the procedure well. There is no information found for the exact time or brand name of the pd catheter. The nephrologist documented the patient received the pd catheter sometime in "2015". Suspect medical device information is unknown. No further information.